Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the spring of the video connector was detached and a video connector socket failure. The investigation is ongoing and follow up with the user facility is currently being performed a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center video connector had poor contact resulting in no image. The issue was found during an unspecified procedure. There were no reports of delay or patient harm.

Event description:
The malfunction was found before procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the spring of the video connector was detached, causing the phenomenon of "video not shown due to poor contact of the video connector.". Olympus will continue to monitor field performance for this device.